Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with no suture or implants returned. One of the prongs at the distal end of the insertion shaft is broken off the other is deformed. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. An analysis of the customer provided images found one picture showing two twinfix devices resting on a surface. One device is missing an anchor, while the other has a broken anchor at the tip. A second picture focuses on the broken anchor. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the twinfix ultra anchor broke and fell to the ground. The procedure was successfully completed with a surgical delay of less than 30 minutes using a competitor back up device. The back up was used in the originally bone hole so no void was left in the patient. No further complications were reported.